Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of access sets had venting and priming issues when in use with both 50 ml and 100 ml bottles. The nurse stated that they ¿recently received re-education by a baxter representative on the proper venting of rigid containers with duo-vent" but they continue to have issues. The nurse reported having to use ¿a work around practice to vent the albumin in order to prime with a needle¿ (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.